Event description:
The user facility reported a 79 yr old male that was implanted with a impella cp for high-risk cardiac procedure. There was hemolysis over night, and echocardiogram was obtained, with repositioning pulling back 1cm. The inlet was against a papillary now the plasma free hemoglobin were trending down and labs are not hemolyzing. Patient was weaned from all drops and extubate prior to surgery. Patient was then taken to surgery for impella removal.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Mechanical interaction with blood: the cause of mechanical interaction with blood was most likely due to pump was not in proper position. The cause of positioning issue was unknown. Device in wrong position: the cause of device in wrong position was unable to be determined as limited clinical details were provided and no product was returned for review. Device history review: the device passed all post sterile inspection checks.